Event description:
Additional information was received. It was reported it was unknown what led to the stimulation feeling different, the lead 16 had malfunctioned. A different program was set up. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient described getting a ¿different than normal¿ stimulation sensation down her legs occasionally when she bends over recently. She says it¿s not painful. There were no known environmental, external, or patient factors that may have led to the issue. The patient had an appointment to do an impedance check on friday, (B)(6) 2021. (B)(6) 2021. Occupation: no new information. (B)(6) 2021 patltr (con): additional information was received from the patient reporting that the circumstances that led to the patient¿s stimulation feeling different was they had a ¿change of/new location and type/feel of new stimulation while bending¿. It was indicated that their appointment with a manufacturer representative (rep) to address the stimulation issue was cancelled by the rep and not yet rescheduled. The patient was waiting to hear from a rep to reschedule their appointment. E1 (rep) a response was received. Rep reported they met with patient and they had >10,000 impedance on contact 3. They were able to program around it. There was no activity/event that she can recall that could have lead to the impedance. She is (B)(6) lbs today.